Event description:
It was reported that an air embolism was suspected. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. After the successful deployment of the device, there was a flicker of tissue just proximal to the face of the device. There was no clear determination of what the flicker was. On transesophageal echo (tee) it appeared to be air based on the brightness. It did not appear to be thrombus. It was attempted to be aspirated, but was stuck to the proximal wall of the laa. The patient had no symptoms and the activated clotting time (act) was greater than 400 seconds. The decision was made to not reverse heparin as a precaution. No further intervention was required after the procedure and the patient was discharged the following day with no issues.